Event description:
A malfunction was reported, identified by the code "malf 12," attributed to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.